Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm)the cardiosave intra-aortic balloon(iabp) unit drive manifold leak failed . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: e1 the getinge service territory manager (stm) that encountered the issue installed a drive manifold to resolve the issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The fse handed over equipment to customer.

Event description:
N/a